Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; flat creases, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test was performed which did not identify openings or delamination. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or delamination found.

Event description:
Patient reported left side pain and deflation. Healthcare professional reported "left side possible deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side pain and deflation. Healthcare professional reported "left side possible deflation". Device has been explanted.